Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported no drops of insulin were seen exiting the tubing during fill tubing. Reportedly, this occurred with multiple cartridges. The customer successfully loaded a previously used cartridge using the same infusion set tubing and insulin delivery was resumed. Blood glucose was 140 mg/dl.